Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department after receiving an inappropriate shock for an episode of what appeared to be atrial flutter with rapid ventricular response. The physician was not entirely sure if the episode was true ventricular tachycardia (vt) or atrial fibrillation (af)/ atrial flutter. The patient was hospitalized and received medication to treat both vt and af. This ICD remains in service. No adverse patient effects were reported.